Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump had normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error which could not be cleared using the esc and act buttons. The caller did not know the blood glucose reading. No significant events leading to the alarm were noted. Advised displacement of the insulin pump. Nothing further reported.